Manufacturer narrative:
MFR has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, MFR will evaluate it/them and, if either the meter or strips do not pass inspection, MFR will inform FDA of the results in a supplemental report. D4 information, serial number and strip lot number, were not available to reporter. If they become known, it will be reported in a supplemental.

Event description:
In 2007, a reporter/layperson reported that her daughter, the patient/layperson, was hospitalized. For hyperglycemia although her "ultrasmart" results were "too low." On the following day, this medical affairs specialist spoke briefly with the reporter who was on her way to the hospital to visit the patient. Since the reporter was unwilling to search the patient's luggage to locate the product, the ultrasmart meter serial number and test-strip lot number are unknown. The reporter was unable to provide testing and actual blood glucose history because the patient lives at college, six hours away. Results noted are in mg/dl. Product was replaced. Because neither patient nor reporter has returned multiple phone messages, a letter will be sent. The reporter shared the following with customer service. The patient had "felt poorly the past two days, tired, no energy, lethargic." She attributed it to studying late for finals. The patient's eyes were dilated and "she made no sense" when the reporter collected her at the train station. Reportedly her blood glucose tests while at college during finals had been "in the 100's and were still in the 100's when she tested twice on the train [last night]." The mother tested her at home on the father's ultrasmart, obtaining "589." At 9:30 p.m. They took her to the ER where her blood glucose was "over 600 and she was diagnosed with dka, had ketones and all different kinds of problems." She was treated with an insulin drip and admitted to the ICU where she continued to be treated with IV fluids and the insulin drip. She remained in ICU until three days later, when she was discharged from hospital. It would be helpful to know the patient's testing and self-treatment regimen pre and post admission, health history, and actual blood glucose results. Because the reporter alleged the patient obtained normal results with symptoms of hyperglycemia and ultimately a diagnosis of dka with treatment and hospitalization, the complaint is classified as an adverse event.